Event description:
Procedure: sleeve gastrectomy. According to the reporter: there was considerable tissue slippage within jaws on the 10th firing resulting in inability to complete the firing. Subsequent firing with a another reload was also unsuccessful. The surgeon removed the unformed staples from tissue and dissected in order to continue stapling and complete the sleeve. The procedure was continued after about 30 minutes of having to remove unformed staples.

Manufacturer narrative:
(B)(4)